Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a prime anomaly during the fill tubing process. The customer reported that the piston did not stop when it was in contact with the reservoir, and continued to push until the reservoir was nearly empty. The customer's blood glucose reading was unknown. The customer speculated that the keypad had a bad contact. No further details were provided.

Manufacturer narrative:
All of the buttons are responding properly. The insulin pump passed leak test and no damage or moisture damage on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No prime anomalies were noted. The insulin pump was received with minor scratched lcd window, case and keypad overlay.